Event description:
It was reported that the patient had surgery using on (B)(6) 2016 and went to surgeon's office on (B)(6) 2016 for post-op visit. The physician's assistant did a routine CT scan and saw that the plate is "floating" anteriorly in the peritoneal space. The sales rep recalls that the final x-ray of the procedure showed that the locking plate was positioned properly and locked. The surgeon also used the plate feeler to pull up on the plate to ensure it was secure. The surgeon is currently out of town and the rep does not have any further information at this time. Update 10/3/2016: patient will undergo a revision surgery. Not planned yet.

Manufacturer narrative:
Method: risk assessment; result: device inspection, device history review and complaint history review could not be performed as the device was not returned. Conclusion: the plausible cause of the reported event cannot be identified conclusively as neither x-rays nor device were returned for evaluation.

Event description:
It was reported that the patient had surgery using on (B)(6) 2016 and went to surgeon's office on (B)(6) 2016 for post-op visit. The physician's assistant did a routine CT scan and saw that the plate is "floating" anteriorly in the peritoneal space. The sales rep recalls that the final x-ray of the procedure showed that the locking plate was positioned properly and locked. The surgeon also used the plate feeler to pull up on the plate to ensure it was secure. The surgeon is currently out of town and the rep does not have any further information at this time. Update 10/3/2016. Patient will undergo a revision surgery. Not planned yet.